Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubble in the luer lock. There was no impact to the user's blood glucose level. The customer was due for a supply changed and changed all pump supplies. Tandem technical support instructed the customer on priming the air bubbles from the patient line.